Manufacturer narrative:
(B)(4). The analysis results found that the device was received with two malformed clips inside a sample bag. However, it could not be determined what may have caused the malformed clips. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the first few clips were malformed, and spat out of the applier. After it had been corrected, the rest of the clips were fine. We were able to continue with the procedure with the same applier. And no adverse outcome had been reported.